Event description:
This senior medical surveillance specialist spoke with the patient/layperson regarding the allegation that her onetouch ultra meter began displaying the battery indicator three months earlier. During that period, the patient reportedly had multiple symptoms, such as frequent urination, shaking, and blurred vision. The customer care advocate, cca, replaced the meter, test strips, and control solution in 2009, after her initial call. The patient clarified and reported the following to this specialist. Because the patient lost her owner's manual, she did not know that a +/- symbol on the meter's display indicated the battery is low and must be changed. The patient stopped testing but continued taking her daily oral diabetes medications, metformin and glypizide. On the month prior, with symptoms of frequent urination and light headedness and possibly extreme thirst, the patient saw her own physician. The patient's blood glucose on the office meter was 560 mg/dl. The patient denied treatment; the physician, instead, increased her glypizide from 5mg once a day to twice a day. On three days prior to original date, the patient went to the ER because of vomiting and diarrhea. Although the ER staff attributed the symptoms to metformin, the patient was treated with an unknown amount of insulin after a blood glucose result of 380 mg/dl on the ER meter. The patient discontinued her metformin after the visit, unbeknownst to her physician who she will see ten days after the original date. The patient did not have a battery to troubleshoot. Because the patient alleged that she was unable to test, and later received treatment in the ER, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.